Manufacturer narrative:
Devices(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could be completed. The investigation could not be completed; now conclusion could be drawn, as no product was received.

Event description:
During an anterior cervical decompression (acdf) procedure at c4-c7, the surgeon decided to reposition the plate and screws. During screw removal, the distal threaded tip of the extraction screwdriver broke inside the screw. The screw was removed and discarded. Procedure was completed.